Manufacturer narrative:
Date of event: unknown, not provided. If implanted; give date: not applicable, lens was not implanted. If explanted; give date: not applicable, lens was not implanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model zcb00v that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that white debris was found on zcb00v intraocular lens (iol) when the lens was removed from the packaging. There was no patient involvement. No additional information provided. This report is 2 of 2.

Manufacturer narrative:
This supplemental report pertains to lens serial number, (B)(4): device available for evaluation? Yes. Returned to manufacturer on: 8/25/2018. Device returned to manufacturer? Yes. Device evaluation: the unit was returned opened in the inner pouch and inside the lens insert/case. Visual inspection using magnification was performed. Debris and particles were observed on the lens surface, confirming the reported issue. The condition observed in the lens is consistent with a unit that has been handled for surgical use. Product deficiency could not be identified. Debris/particle evaluation: the sample was sent to an outside laboratory for further analysis. Visual examination revealed a small white piece of debris on the surface of the lens. Ftir (fourier transform infrared spectroscopy) analysis indicate that the white debris is consistent with inorganic salts, and also indicates the presence of moisture by comparison. Inorganic materials are poorly characterized by ftir, therefore edx (energy dispersive x-ray spectroscopy) was also performed. The edx spectrum revealed the presence of carbon (c), oxygen (o), calcium (ca), potassium (k), sodium (na), chlorine (cl), silicon (si) and sulfur (s). These results are consistent with the presence of various salts, sulfates, and/or silicates with other biological constituents. There is no evidence to suggest that the debris/particle has been affected by the manufacturing process. Potential and indirect exposure to that type of material is possible; however, throughout the manufacturing processes there are various cleaning operations and 100% visual inspection utilizing a microscope magnification steps that would have identified and discarded a lens with a similar particulate or substance, as required by our approved procedures. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. A search revealed no additional investigation requests for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.